Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va20brg, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead; product ID 3889-33, lot# va20brg, implanted: explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 07-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that the patient's lead was replaced because after a lumbar surgery, the patient had the device turned up to 8.0, couldn't feel stim, and the therapy wasn't working. The md placed a second lead and did a stage 1 trial w/the new lead. The old lead was removed after the trial.